Manufacturer narrative:
Concomitant medical products : w4tr01 crt-p implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.